Event description:
Revision surgery - due to an infection. The patient was brought back for an irrigation and debridement due to possible infection. The patient was symptomatic for infection due to excessive drainage from the wound. This procedure was the second stage of a 2 stage revision due to infected primary competitor brand reverse total shoulder, so early precautions were taken. Cultures were taken to check for infection. Cultures came back gram negative, and no p acnes were present. No gram negative rods were found, and drainage was attributed to patients use of plavix and aspirin. Due to the numerous surgeries and subsequent loss of soft tissue tension, the surgeon chose to increase the glenosphere size to create more deltoid tension and joint stability. The joint was not unstable, and instability was not the primary cause of the revision, however, the decision was made when components were removed to irrigate the joint space to increase the volume of the components.

Manufacturer narrative:
The reason for this revision surgery was due to a possible infection. The previous surgery and the revision detailed in this investigation occurred 14 days apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause of this complaint was a revision surgery due to a possible infection. As reported, the results were negative of the cultures checked for infection. The findings of this evaluation did not indicate a product deficiency, failure or issue with the reported devices. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.